Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 - scope communication error. Based on the results of the investigation, the reported malfunction was due to a short on the charged coupled device (ccd) cable. A definitive root cause could not be identified, however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the bronchovideoscope image disappeared during upward angulation and the image is restored when the distal tip returns to the normal zero-degree position. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.